Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 7.5, lab: 2.2. Time between testing was minutes. Dosage was changed was based on the result. Pt's therapeutic range is 2.0 - 3.0. Coumadin is taken every night.

Manufacturer narrative:
Investigation pending.